Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: it was very difficult connecting the device with the loading unit. After loading, the jaws of reload would not close. The device was not used on the patient. They opened another device and reload to complete the case. There was no reinforcement material used.